Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Device was discarded. Add'l info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
As reported that a hip revision surgery was performed yesterday by surgeon. It seems that the exeter stem had moved, and because of that, the stem, the insert and the head were changed (the insert and head from stryker. The stem from other company).